Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout ).

Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the ccd module wire was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module wire. In addition, we confirmed that the angle wire fluid damage, the insertion flexible tube (ift) fluid damage, the ccd module fluid damage, the bending rubber perforated, the light guide cable perforated, the lg prong deformed, the remote control buttons worn out, and the angle wire hard to move; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.